Manufacturer narrative:
(B)(4).

Event description:
It was reported that "high pressure alarm resulting in inappropriate removal of iab". The report further states, "[user] is calling from the cvor. They have a patient in process of ohs that had just come off bypass. They had just placed a 50 cc lws iab in the l femoral artery. She is calling because they have no ap signal on the iabp. While starting to troubleshoot the ap signal, the iabp alarmed for high pressure. Nicole stated the iabp 'shut off'. It was discovered that the iabp was paused, not off. I informed her that pausing was a normal function after a high priority alarm. An attempt to explain potential causes for this alarm was made, however, limited troubleshooting could be done. The surgeon requested another iab and stated he was going to remove the iab in place". The report further states, "another 50 cc iab was placed in the r femoral artery. When pumping was initiated, additional high pressure alarms were received. At that time, it was relayed to me that the original 50cc iab was still in place. I recommended removal of this immediately. This recommendation was not taken. The staff, per provider order, continued pumping the new 50 cc iab while old 50 cc iab remain deflated within the aorta. Iab volume reduced to 40 cc to limit the alarms / risk of complication to patient. Surgeon agreed to remove the l femoral iab".

Manufacturer narrative:
(B)(4). The reported complaint for "high pressure alarm" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "high pressure alarm resulting in inappropriate removal of iab". The report further states, "[user] is calling from the cvor. They have a patient in process of ohs that had just come off bypass. They had just placed a 50 cc lws iab in the l femoral artery. She is calling because they have no ap signal on the iabp. While starting to troubleshoot the ap signal, the iabp alarmed for high pressure. Nicole stated the iabp 'shut off'. It was discovered that the iabp was paused, not off. I informed her that pausing was a normal function after a high priority alarm. An attempt to explain potential causes for this alarm was made, however, limited troubleshooting could be done. The surgeon requested another iab and stated he was going to remove the iab in place". The report further states, "another 50 cc iab was placed in the r femoral artery. When pumping was initiated, additional high pressure alarms were received. At that time, it was relayed to me that the original 50cc iab was still in place. I recommended removal of this immediately. This recommendation was not taken. The staff, per provider order, continued pumping the new 50 cc iab while old 50 cc iab remain deflated within the aorta. Iab volume reduced to 40 cc to limit the alarms / risk of complication to patient. Surgeon agreed to remove the l femoral iab".